Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the forceps got stuck in the closed position before patient contact and then again during a vitrectomy procedure. The procedure was completed with a different set of forceps. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The received sample was found strongly bent fixed with adhesive tape in the outer blister including cover foil. Surgery residuals were visible. It was protected with bubble wrap. The device history record for the affected lot was reviewed. The product was released according to the manufacture's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The sample was bent by external force. After cleaning the sample could be activated but due to the condition (very bent) of the instrument, it is not possible to determine a root cause or investigate the reported issue (stuck in closed position). The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).